Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic 34mm valve, a predilatation balloon was performed in the symmetrically calcified annulus. The valve load was verified and the valve was implanted at 3mm. No gradient was noted with low diastole. Three post-dilatation balloon aortic valvuloplasties (bav) were performed consecutively using a 26mm, 28mm, and 30mm balloons. Diastole dropped from 40 to 30mmhg and a transesophageal echocardiogram (tee) revealed severe central regurgitation and paravalvular leak (pvl). Subsequently, a 29mm non-medtronic valve was implanted valve-in-valve resolving the regurgitation and improving hemodynamics. No adverse patient effects were reported.